Event description:
It was reported there was a vent fail at the end of a case. There was no injury reported.

Manufacturer narrative:
A dräger service engineer was dispatched who examined the device and could confirm the reported ventilator shut-down. The logs indicate that the trigger for the shut-down was a drop in the auxiliary vacuum pressure. The vacuum pump was replaced as a precaution; the device passed all consecutive tests an could be returned to use. The auxiliary vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. The system reacts with a safety shut-down of automatic ventilation and generation of a corresponding alarm upon insufficient vacuum pressure. The replaced pump was tested in the lab but was obviously not the source of the pressure drop since no deviations from specification were observed. A drop in the vacuum pressure may be caused by a number of conditions and, some of them are no related to a device malfunction of persisting nature. For example, if the control tube of the peep valve comes off during interaction with the device, will be recognized by the user and re-attached this leaves no traces for a following device check. Dräger finally concludes that the system responded as intended upon a deviation in the auxiliary functions - ventilation was shut down to prevent from damages to the system and, the user was alerted to this condition by means of a corresponding alarm. Manual ventilation remains available.

Manufacturer narrative:
The investigation was just started. The results will be forwarded in a follow-up report.

Event description:
It was reported there was a vent fail at the end of a case. There was no injury reported.